Manufacturer narrative:
Note: the hanaulux 3000 series light system is not marketed in the u.s. This report has been made due to a similarity with devices marketed by maquet in the u.s. This malfunction was previously addressed in the u.s. Through (B)(4). A maquet field service technician (fst) inspected the device and found that the front pivot of the spring arm broke at the weld seam. The broken spring arm was replaced with a new one and the device returned to service. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported to maquet that a spring arm cracked and broke during an operation. The light head remained attached to its configuration by its cables. No injuries were reported to maquet. (B)(4).